Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired (reported under manufacturer report number 2916596-2020-02802). The heartmate 3 lvas IFU, rev. C, lists thromboembolism as an adverse event, as well as a potential late postimplant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account communicated that the embolic events were not indicative of a stroke.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a complicated post lvad implantation course including an atrial clot noted during surgery on (B)(6) 2020 and multiple embolic events which resulted in a foot amputation and a significant portion of small bowel being taken out.